Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw0769 showed no other similar product complaint(s) from this lot number. Device has not been returned, at this time.

Event description:
The facility reported to the sales rep that the gray lumen cracked prior to insertion.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a connector crack is confirmed to be manufacturing related. One 5fr powerpicc solo triple lumen was returned for investigation. The catheter extended up to the 19 cm depth marker. Microscopic visual observation of the luer connectors revealed two longitudinal cracks on the grey hub connector. No apparent damage was visible on the red and white hub connectors. The three hubs were flushed with water using a 12 ml syringe. The grey hub leaked at the crack locations. The white and red hubs were found to be patent to infusion and no leaks were observed. As the grey hub was found to be cracked, the complaint is confirmed. The sample will be forwarded to the manufacturing facility for further investigation. Reynosa evaluation the complaint for ¿the hub on the catheter leaked¿ is confirmed according the evaluation the sample received which showed a microscopic evaluation showed a break in the molding valve, maybe those are caused by the incorrect molding process, leading to valve breakage. This condition cause leak in the device. Therefore the cause for this complaint is manufacturing related. A lot history review (lhr) of rebw0769 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the gray lumen was found to be cracked prior to insertion.